Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had display anomaly. The customer's mother reported that the display was blank and experiencing high blood glucose. The customer's blood glucose was 343 mg/dl at the time of incident. The customer's blood glucose was 466 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that the display returned after inserting a new battery. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.